Event description:
The customer reported that the device would not analyze the heart rhythm. No pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.